Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative mentioned that they have still not got response for product return and they were not sure if facility was going to return it at this point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of lack of efficacy, high impedance, coiled lead and ins not being flat had not been determined. The manufacturing representative had tried numerous times to get the device but there was no success in that.

Manufacturer narrative:
The main device component of the system and other applicable components are: product ID: 3889-28, lot# va1d2n6, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim patient reported lack of efficacy and had multiply falls after device was implanted. High impedance were also reported on every combination and when the pocket area of the ins where the battery are were opened, the lead was coiled and the battery was sitting on its side not flat as it was originally placed. Battery depletion was also reported. No further complications were noted or anticipated.